Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4)2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim, discolored and difficult to read. A test display was used for investigation and was found to function appropriately. A review of the pump history showed no warnings or alarms related to complaint, however multiple pump reboots were observed in the black box on (B)(6) 2013. Unrelated to the display issue, evaluation revealed a cracked battery compartment and damaged battery cap threads. A power loss was observed was observed during testing. The pump was exercised with a test cap for 24 hours and no power loss or battery related warnings were observed. Also unrelated to the display issue, evaluation revealed the internal clock battery on the printed circuit board had failed. (B)(6).